Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported very low battery/battery depleted which were reproduced during evaluation. Very low battery/battery depleted were verified through a review of the event history log. Visual inspection found to be caused by alternating current power adapter which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low battery/ battery depleted. There was no patient involvement associated with this event. No additional information is available.